Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, however test reservoir able to lock and click into place properly.